Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) is part of an implanted system that exhibited a high out of range shock impedance measurement. The right ventricular defibrillation lead was manufactured by a competitive company. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.